Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelcic pain'), systemic lupus erythematosus ('lupus') and rheumatoid arthritis ('I have lupus and ra') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), inflammation ("chronic systemic inflammation"), polyp ("polyp") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, fibromyalgia, inflammation, polyp and rheumatoid arthritis outcome was unknown. The reporter considered fibromyalgia, inflammation, pelvic pain, polyp, rheumatoid arthritis and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : fibromyalgia, pelvic pain, inflammation, polyp, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new event were added: rheumatoid arthritis and reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelcic pain') and systemic lupus erythematosus ('lupus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), inflammation ("chronic systemic inflammation") and polyp ("polyp"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, fibromyalgia, inflammation and polyp outcome was unknown. The reporter considered fibromyalgia, inflammation, pelvic pain, polyp and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : fibromyalgia, pelvic pain, inflammation, polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received case becomes incident. New event pelvic pain, chronic systemic inflammation and polyp were added. Essure removal surgery and new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.